Manufacturer narrative:
Product ID: 309328, lot# 0210147359, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was resolved (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0210147359, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported high impedance on 0/2 and 0/3 which was discovered during usual control. No return of symptoms was reported. Factors that may have led or contributed to the issue remain unknown. No action or intervention were taken to resolve the issue. The issue was not resolved and no additional action was needed. It was reported that the investigator assessed the device deficiency as related to the lead and the programmer. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urinary incontinence since 1990. No further complications were reported/anticipated.